Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. Date of event is an approximation. On (B)(6) 2025, the patient woke up due to a low alert with a cgm reading of 57 mg/dl and eventually lost consciousness. No fingersticks or calibrations were reported before the patient passed out. When the patient regained consciousness, he noticed that the cgm sensor had come off. Paramedics were called and a fingerstick of 55 mg/dl was measured. The patient was given some peanut butter, crackers and orange juice to raise his blood glucose level. When a fingerstick was taken after treatment the blood glucose reading was 80 mg/dl. The patient was not brought to the hospital. No other medication/treatment was given to the patient. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.